Event description:
It was reported that while reviewing the patient's history, an event that took place on (B)(6) 2010 had not been reported. The patient had been admitted to the emergency room after experiencing syncope. The lead exhibited loss of capture, noise and impedance greater than 2000 ohms. The device was reprogrammed to vvi.

Manufacturer narrative:
No medwatch form was received.